Event description:
It was reported that this system with right ventricular (rv) and left ventricular (lv) leads showed over sensing at the lv lead that could be atrial sensed and pace activity. At times the lv sense marker aligned with the atrial marker. Also, atrial pacing deflections could be seen on the rv lead channel without over sensing from cross talk. Furthermore, t wave over sensing was intermittently over sensed on the rv channel. It was recommended to complete an x ray analysis to determine the position of the lv and rv leads. Also programming options were discussed. The rv and lv leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.